Manufacturer narrative:
The troponin t hs stat reagent lot number was 634813. The field service engineer (fse) checked and replaced the tubing for the sample/reagent probe, checked and flushed the tubing, and re-flanged a damaged tube at the sample syringe. Instrument tests were acceptable and qc was performed. The customer had no further issues after the service visit.

Manufacturer narrative:
The measuring cell and the 12-month maintenance kit were overdue for replacement. The sample clotting time was too short. The investigation determined the damaged tube identified by the field service engineer (fse) was the root cause of the event.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result was 29.75 ng/l. This result was reported outside of the laboratory. A new sample was obtained and the result was 4.80 ng/l. The original sample was repeated with a result of 5.01 ng/l. The troponin t hs stat reagent lot number and expiration date were not provided.